Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation), e1 address, city, state removed, zip removed, telephone removed, country updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty CPR uni-padz. The padz were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.